Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting. Surgical intervention was performed and the s-ICD was explanted and will be returned for analysis. No additional adverse patient effects were reported.